Manufacturer narrative:
No pump error alarm noted during testing, however noted in trace download analysis due to moisture damage. Unit passed occlusion test, force sensor test, basic occlusion test, prime, seating test, rewind test and displacement test. During visual inspection, found motor and electronic stack moisture damage. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. The customer¿s blood glucose was 132 mg/dl at the time of incident. The customer reported that they were able to clear the alarm and able to rewind the insulin pump. The customer stated that they performed the displacement test and able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.